Manufacturer narrative:
Additional narrative: product investigation summary: the 6.0mm tap (03.632.360) and assembled interface (03.632.397) were found to be seized. The interface was unable to rotate or disengage and be removed from the assembly. As no surgical information was available, no definitive root causes were able to be established. The broken tip is consistent with levering forces or hard patient bone. The seized tap/interface is typically associated with wear and tear and/or inadequate cleaning/lubrication. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product code: olo device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: june 20, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a primary cervical disc surgery at c6-c7 on (B)(6) 2015. It was reported that the tip of the cannulated tap was broken and stuck into the navigation adapter. It is unknown when this happened. There was no reported harm to the patient, and no reported surgical delay. The surgery was completed. The patient's status following the surgery was reportedly stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The complainant part is currently pending for evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.